Event description:
Despite strict compliance with manufacturer recommendations for cleaning, the sorin heater-cooler unit used during the performance of open heart surgery tested positive during routine culturing of equipment for (B)(6). This may have exposed the pts to a potential source of infection.